Manufacturer narrative:
The malfunction was duplicated and evaluation of the device found a faulty transistor on the bridge board and found a faulty diode on the hv module. The modules were replaced to resolve the malfunction.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.